Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-134- user has low glucose value. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated is okay at the time of the call. Instructed customer to stop using his meter. Customer is on insulin and needs to test. Suggested customer get replacement through pharmacy. Customer will go to pharmacy to get replacement meter and strips. Will send customer control solutions and will have team lead follow up with customer in an hour. Recommend customer also consult with his doctor in reference to results obtained and his diabetes management. 2nd follow up call: customer is not satisfied with the result obtained from new replacement meter. Customer does not want another replacement. Customer will use a competitor's meter and agrees to return meter for investigation. Recommended to the customer still consult with his medical professional in reference to his diabetes management.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with reported tests results from results obtained of 68 and 178mg/dl. The expected fasting blood glucose test result range is 90-140mg/dl. The customer did report symptoms and medical attention is reported as a result of the actual blood glucose results. Customer states that the night of (B)(6) 2019, she checked her blood sugar with the meter and the results was 204 mg/dl fasting, she then took 2 units of insulin and had a snack. She checked her blood sugar one hour later and the results was 68mg/dl non-fasting, customer checked 10 minutes later, and the results was 46mg/dl non- fasting. Customer states that minutes later, her family-friends found her incoherent and sweating, they gave her orange juice and they drove to the ER. At the ER, customer was diagnosed with hypoglycemia-her blood sugar was 20mg/dl non-fasting. She was diagnosed with low blood sugar and was giving insulin and other meds to raise her blood sugar. Customer states that she was released a few hours later. The product is stored according to specification in the bedroom and living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is within the month of may 2019. The meter memory was reviewed for previous test result history: result 1: 159mg/dl date: (B)(6) 2019 time: 9:29am fasting, result 2: 183mg/dl date: (B)(6) 2019time: 9:13am fasting, result 3: 122mg/dl date: (B)(6) 2019 time: 8:43am fasting, result 4: 101mg/dl date: (B)(6) 2019 time: 5:26am fasting, result 5: 122mg/dl date:(B)(6) 2019 time: 4:58am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-134- user has low glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated is okay at the time of the call. Instructed customer to stop using his meter. Customer is on insulin and needs to test. Suggested customer get replacement through pharmacy. Customer will go to pharmacy to get replacement meter and strips. Will send customer control solutions and will have team lead follow up with customer in an hour. Recommend customer also consult with his doctor in reference to results obtained and his diabetes management. 2nd follow up call: customer is not satisfied with the result obtained from new replacement meter. Customer does not want another replacement. Customer will use a competitor's meter and agrees to return meter for investigation. Recommended to the customer still consult with his medical professional in reference to his diabetes management.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with reported tests results from results obtained of 68 and 178mg/dl. The expected fasting blood glucose test result range is 90-140mg/dl. The customer did report symptoms and medical attention is reported as a result of the actual blood glucose results. Customer states that the night of (B)(6) 2019, she checked her blood sugar with the meter and the results was 204 mg/dl fasting, she then took 2 units of insulin and had a snack. She checked her blood sugar one hour later and the results was 68mg/dl non-fasting, customer checked 10 minutes later, and the results was 46mg/dl non- fasting. Customer states that minutes later, her family-friends found her incoherent and sweating, they gave her orange juice and they drove to the ER. At the ER, customer was diagnosed with hypoglycemia-her blood sugar was 20mg/dl non-fasting. She was diagnosed with low blood sugar and was giving insulin and other meds to raise her blood sugar. Customer states that she was released a few hours later. The product is stored according to specification in the bedroom and living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is within the month of (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).